Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that a high impedance involving the patient's system was "first noted when she was seen on (B)(6) 2014." It was again noted "the high impedance was on contact 3 which was not used." The patient was receiving "good therapy" and was "doing fine" at the time of follow-up.

Event description:
It was reported the deep brain stimulation (dbs) patient experienced ¿periods of mild exacerbations at times,¿ though it was noted she typically received a ¿significant benefit¿ from her therapy ¿with an estimated 90-98% headache improvement.¿ impedance testing was initially performed and found a high impedance with contact 3, though it was noted the contact was not used with the patient¿s therapy. Additional impedance testing performed on 2015-(B)(6) indicated that contact 3 was ¿within range¿ while impedance testing from 2015-(B)(6) showed the ¿impedance was once again high.¿ finally, impedance testing performed the week of report found that contact 3 was once again ¿within range.¿ additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).